Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a stapling, the first squeeze was completed. On the second squeeze, a loud breaking sound was heard and it was impossible to fire. It was noted that there was incomplete staple line on the distal part. Surgeon used another handle and reload to resolve the issue. No patient injury.